Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. Although requested, additional information regarding this event was not provided.